Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information: h3 h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample review: not applicable, as per the complaint details 'no sample will be returned', and we are well aware with the fact that to perform a complete holistic investigation, defective samples are required, so scope of the investigation is very limited at our end. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Hence, it is inconclusive to conclude the complaint as justified at manufacturing end, and lead the complaint to be not justified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: this phenomenon was found in the operation room before opening the sterile package. Are there any photos of the foreign matter available? No have. Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the product seal on the foil still intact when the package was opened? Unk.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a drain was used. Prior to use, it was found that there had been a foreign substance conceivably human hair in the sterile package. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. This phenomenon was found in the operation room before opening the sterile package. Additional information was requested.